Event description:
It was reported that during a procedure the 3.0 x 28 mm xience xpedition stent delivery system (sds) was damaged prior to insertion. There was no deployment in the anatomy. There was no reported adverse patient effect. No additional information was provided. Return device analysis revealed the proximal shaft was separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A shaft separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.